Event description:
This device was found to malfunction at the time of initial stimulation. Using the appropriate diagnostic equipment, it was determined the the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.